Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with juvederm vista voluma xc and juvederm vista volift xc. Four months later, the patient was injected in the cheeks and forehead with juvéderm vista volite xc. The patient was concomitantly given intense pulsed light therapy (ipl), genesis, and laser toning. The following day, it was reported that an ¿embolism¿ was suspected in the forehead. The patient was treated with hyaluronidase that day and was being observed. Event status is unknown. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-27939), (B)(6) (emdr-29766). This emdr is being submitted for the suspect product, juvederm vista voluma xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.